Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The right / left plunger cases were cracked. Bottom case was cracked by the back plate position. Invalid syringe size was found at syringe test. Loose pieces of carriage were found at visual inspection. Error history log review found an invalid syringe size error. The root cause of the reported issue was found to be a broken carriage which was causing the plunger assembly to rotate. The pump had been dropped or mishandled by customer. Actions were taken to mitigate the reported issue: replaced carriage and plunger tube. Performed syringe test which passed.

Event description:
It was reported that the pump was not recognizing syringe, loose parts. No patient injury was reported.